Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed with a cracked lcd screen, the lcd screen was replaced for testing purposes. The receiver was charged and rebooted. Functional testing was performed and the reported fault could not be reproduced. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of an error icon display was not confirmed. A root cause could not be determined.